Manufacturer narrative:
Since incorrect measure of an apex locator could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver causes incorrect measurement results with a vdw gold reciproc device.

Manufacturer narrative:
The device was evaluated and found to be within specification.